Event description:
A customer contacted beckman coulter inc. (Bci) regarding very elevated troponin (accu tni) results generated by the access 2 instrument for one pt. A pt sample was tested for accu tni and a result of 94ng/ml was reported out of the lab. The sample was re-tested and repeated result was "approximately 94ng/ml." A fresh sample was collected and an accu tni result was 122ng/ml initially, and "approximately 122ng/ml" upon repeat. Customer reported that several additional draws on this pt were also very elevated. Per customer, pt was discharged and troponin testing was performed at another facility on another methodology and results were in "normal range". Methodology is unk, and actual results were not supplied. There was no effect to pt in connection with this event.

Manufacturer narrative:
Sample collection information was not supplied. No qc data was provided, but customer stated that all qc is performing in range. No other pt results or assays were in question. Service was not dispatched; customer determined that service was not necessary as the instrument was performing to specifications. A possible sample interferent was discussed with the customer; however, they declined to send sample for testing with protein-eliminating blockers at this time. A clear root cause cannot be determined for this event. A malfunction will be assumed for the purpose of this report.